Manufacturer narrative:
Evaluation summary: method: the actual device was not evaluated, however implantech reviewed sterilization records, manufacturing records, and product labeling. Results: no failure was detected. Conclusion: the possibility of serous fluid accumulations (seromas) is a know, inherent risk associated with implant surgery.

Event description:
Complainant reported that after explant and immediate replacement of prior right side pectoral implant (refer to MDR# 2028924-2017-00001), that the patient has had continuing problems with recurring seromas on the right side. Approximately 6 weeks after replacement device was implanted, the pectoral implants were explanted bilaterally due to the recurring seromas on the right side. Implantech has elected to report this event although the patient symptomology that led to the reportable intervention was present in the patient prior to the device being implanted.